Event description:
A complaint was received regarding a low reading issue with the adc device. A sensor scan of "lo" (less than 40 mg/dl) was obtained compared to a blood glucose test of 400 mg/dl obtained competitor's brand meter. As a result, the customer experienced fatigue and weakness, and was provided insulin by injection and pump by caregiver for treatment. A healthcare professional was contacted by phone for advice; however, no medical treatment was provided by the healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.